Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported suture break was confirmed as the device was returned with a suture retrieval issue. Although it was reported that the suture detached, the event is classified and analyzed as suture retrieval issue as the difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, via a 6f sheath using a pre-close technique, prior to a transcatheter sapien 3 aortic valve implantation (tavi) procedure. Reportedly, one proglide device had a suture break during suture harvesting. The sutures of two proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 14f and the tavi procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.